Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a sensor glucose level of 60 mg/dl and blood glucose level of 50 mg/dl. Customer reported treating the low blood glucose level with food. Customer also reported receiving low alarms when his blood glucose level was actually 285 mg/dl. No further information was provided.